Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to improper reprocessing, as it was deemed possible to remove the foreign material from the a/w (air/water) channel. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU) statement: "operation manual_ preparation and inspection. Inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. The user can reduce and prevent occurrence of the suggested event by handling the device in accordance with the following IFU statement: "reprocessing manual_ precleaning the endoscope and accessories. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Manually cleaning the endoscope and accessories. Clean the external surface_ clean the external surfaces of the insertion section: immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flushing detergent solution into the air/water channel. Remove detergent solution from all channels. Presoak for excessive bleeding and/or delayed reprocessing after each procedure caution: follow the steps below only in case of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus during reprocessing of the evis lucera colonovideoscope, the scope nozzle was found clogged with foreign material due to insufficient or incorrect reprocessing. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the scope nozzle was clogged; the nozzle was not deformed; but there were white solids in the nozzle. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.